Manufacturer narrative:
It was reported, prior to an unknown procedure using a ncircle delta wire tipless stone extractor, the basket failed to open due to damage near the end of the handle. The procedure was completed by using another same type device. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Visual inspection of the returned device found that the device was returned with the handle in the open position and the basket formation in the closed formation. The cannulated handle protruded from the collet knob by 6 cm. The mlla (male luer lock adapter) and collet knob were loose. The polyethylene terephthalate tubing (pett) was not returned. The support sheath was severed 1 mm past the nose of the mlla. The remaining support sheath was bowed. A kink in the basket sheath was found 1 cm from the distal end of the basket sheath. More kinks were found 5 cm, 7 cm, 15, cm, 28 cm, 49.8 cm, 54.5 cm, 58.5 cm, and 110.8 cm from the distal tip. Functional testing of the device found that the handle could not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The yellow support sheath was separated near the handle, preventing the motion of the handle from actuating the basket. The basket sheath was kinked in multiple locations. It was also found that the cannulated handle extended out of the proximal end of the handle. The collet knob that holds the cannulated handle in place was loose. Basket devices are inspected for damage, functionality, and that the cannulated handle does not stick out of the proximal end of the device during quality control checks. The devices are also package with the basket in the open position. Based on the available evidence, the yellow support sheath became separated during unpacking or subsequent handling before use. The collet knob was then likely manipulated by the user in an attempt to restore device function. The multiple kinks in the sheath may have occurred from handling, or during return shipping. The likely cause for the device damage was a handling issue that occurred during unpacking or handling before use. The cause of the complaint has been concluded as unintended use error cause or contributed to the event. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unknown procedure using a ncircle delta wire tipless stone extractor, the basket failed to open due to damage near the end of the handle. The procedure was completed by using another same type device. No adverse effects have been reported due to the alleged malfunction.